Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly. Reporter's complete mailing address was not provided. Initial reporter's phone: (B)(6). UDI:(B)(4).

Event description:
It was reported from (B)(6) that during pre-op the motor device had an e6 (overheat warning) error code. It was reported that a spare device was used to complete the surgery. There were no repots of surgical delay. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.